Event description:
Chart review: a young adult white female who about ten years ago underwent bilateral breast augmentation with saline implants. She recovered well from that surgery. About six years ago, she presented with a spontaneous rupture of her left breast implant and that was exchanged. She recovered well from that surgery. She now presents with a three week history of a sudden deflation of her right breast implant. She has had no recent history for illness. There has been no history for breast disease. She is now presenting for a replacement of the right breast saline implant. Pathology report: the specimen is received fresh and consists of an 11.5 x 11.5 x 0.6 cm breast implant. The specimen is deflated. The specimen contains identification: "mcghan style 68mp 330cc, lot 1229841.